Event description:
Customer called to report when they were changing out the infusion set customer noticed the pump's driver block was not moving. Also stated they did run out of insulin in the pump, which caused elevated high bgs. According to the customer pump was not dropped, bumped, or exposed to moisture.